Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6 and h10. H10: third party service technician was unable to verify customer complaint that states "customer claims the blower stopped while on a patient and the claim they do not have any alarms information" ventilator was hooked up on a known good ac power adapter during testing, vent power up with no issues, external power led lit and battery charger led lit.performed several post test, vent passed every test performed, no inconsistency occurred during power up/power off. Vent passed 262.0 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Performed power on/power off test after extended run-in, vent passed. Vent passed initial final test which include several volume and pressure performance test with no issues. Vent passed initial alarm volume test with no restriction. Vent was opened up and inspected, no anomalies was noted. Event trace download reveals blower demand exceeded alarm condition. The blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically). Since the vent passed all testing, no repair action is necessary. Process ventilator through service to meet all factory specification and standard.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the blower stopped while on a patient issue on the revel ventilator. The customer confirmed that there was no patient harm or injury that was associated with the reported event.